Event description:
It was reported that during a laparoscopic cholecystectomy the clip applier produced malformed clips. A new instrument was opened to complete the procedure. There was no pt consequence.